Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 3 events were reported for this quarter. Product return status 3 devices were received for evaluation. Evaluation status 1 event was confirmed during testing. 1 device was found to be affected by corrosion. 2 device evaluations are in progress. Product disposition this device is not repairable and was not returned to the user facility. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated; 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status not confirmed 2 reported events were not confirmed during testing; however: - 1 device was found to be affected by a fractured sun gear. - 1 device was found to be affected by broken down lubrication. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact.